Event description:
No additional information.

Manufacturer narrative:
Investigation summary: bd was not able to confirm the customer¿s indicated failure mode because no samples or pictures were received to perform investigation. It is recommended to provide a sample exhibiting the reported defect for evaluation. The manufacturing records for this batch has been reviewed and nothing extraordinary occurred during the manufacturing process related to this failure mode. Internal quality records have been consulted for tracking and trending purposes but issues like this are not detected which means low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Manufacturer narrative:
G.4. K173354; k250682. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the nexiva diffusics leaked. Date of incident: (B)(6) 2026. Level of harm: temporary harm. No serious harm was reported. Incident details: staff nurse went to place piv, upon initial poke, blood began leaking through the IV cannula at the base. IV attempt was aborted and 2nd IV attempt was gained. Who was affected? Patient.